Manufacturer narrative:
(B)(4) internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly, a cuff miss was noted. A second proglide device was used with the same results. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture retrieval was confirmed. Additionally, device analysis revealed the posterior foot was separated and not returned. The reported suture retrieval issue and observed foot detachment appears to be related to interaction with the patient calcification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.